Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The current blood glucose value is 110 mg/dl. The current sensor glucose value is 40. The sensor glucose and blood glucose is not within acceptable range. The customer was advised that we are sending replacement sensor and return the used sensor. The customer reported via phone call that they have calibration error. Customer's blood glucose at time of incident was 110 mg/dl. Customer was advised the alert may be cause by rapid increase/decrease in blood glucose value and consecutive calibration errors will lead to a change sensor alert and the sensor will need to be replaced. The customer stated when he took if off the cannula was bent. The customer also reported that he got bad sensor alert. Customer's blood glucose at time incident was 110 mg/dl. The customer stated that alert occurred after a 2nd consecutive calibration error and advised to change sensor.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found a bent cannula, performs continuity resistance test, bicarbonate buffer test and sensor passed per specifications with accurate readings.